Event description:
Per the clinic, the patient developed a skin flap breakdown with internal device exposure in (B)(6) 2013 (date not specified) and underwent skin flap debridement on (B)(6) 2013. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.